Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008 in (B)(6), sweden with legacy biomet m2a magnum implants. Patient had revision surgery on (B)(6) 2018 due to pseudotumor. The cup, head, and taper adaptor were explanted and the stem remains implanted. There was a surgical delay of 30 minutes due to corrosion between taper adapter and stem.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event: 3002806535-2018-00659-2 ; 3002806535-2018-00662-2; 3002806535--2018-00660-2. Products have been returned to biomet UK ltd for evaluation and forwarded to a research engineer for investigation. A recap acetabular shell, an m2a magnum femoral head and a recap taper adaptor were sent to the research department for evaluation, after the parts were revised due to pseudotumor after approximately 10 years in use. The parts were received at zimmer biomet approximately 3 years after revision surgery. The bearing surface of both the femoral head and the acetabular shell presented wear stripes, which may be the result of reduced head coverage and subsequent edge loading of the part against the rim of the shell, or of subluxation and micro separation due to joint laxity. In addition, more severe scratches were observed around the side of the femoral head, which may be indicative of articulation with third-body debris. The acetabular shell presented signs of good bone integration, although an area where the porous coating detached was observed, as well as a second area where the porous coating appeared burnished or polished. Corrosion residue was observed inside the inner taper of the taper adaptor component. The manufacturing history records (mhrs) of all received components and of the associated bi-metric femoral stem have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. Based on the available information, it appears that sub-optimal articulation and/or third body wear between the femoral head and the acetabular shell, as well as corrosion at the stem/taper adaptor interface may have caused the reported implant failure and formation of the pseudotumor, although the latter could not be confirmed. Other contributing factors cannot be discussed without provision of additional radiographic, surgical and patient information. This event has a score for revision due to metallosis has a severity score of 4 (armd) which does not exceed the severity score on the relevant line in the risk management file. The occurrence score could not be calculated due the low sales for the three-year period from 2015 to 2018. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). (B)(4) . Device not returned to zimmer biomet for evaluation - device location unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00659, 3002806535-2018-00660, 3002806535-2018-00662. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that a patient underwent hip arthroplasty in sweden. Subsequently, the patient underwent revision surgery in the us due to pseudotumor. The cup, head, and taper adaptor were explanted and the stem remains implanted. There was a surgical delay of30 minutes due to corrosion between the taper adapter and the stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.